Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient was fatigued and presented in-clinic in backup mode. The pulse generator was explanted and replaced due to approaching elective replacement indicator (eri) on (B)(6) 2013.